Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that the lens broke off was confirmed during the visual inspection. It was observed that the large led lens was broken off. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the lens of the device was identified to have broken off. No patient involvement or procedural delays were reported with this event.